Manufacturer narrative:
No bends or kinks were observed on the soft cannula. Fluid was successfully able to pass through the entire fluid path and out the distal tip of the soft cannula. A leak test was performed and no leakages were observed. No hazard alarms were produced. The downloaded data did not show any timeouts or drive stalls during the run that would indicate a failure to deliver insulin. The device was paired with a master pdm and a 5 unit bolus was delivered. The rerun produced an 0x40 alarm and a drive stall. The pod was able to pair with the master pdm and no communication issues were observed. The exact cause of the communication error could not be conclusively determined. Scratches were observed on the commutator cap. It can not be conclusively determined if the scratches on the commutator cap contributed to the 0x40 alarm and the drive stall. The cause of the hazard alarm and the drive stall can not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 257 mg/dl while wearing the pod between 36 and 48 hours. The patient reported cannula being bent while wearing it on the leg. For treatment, the patient gave a correction bolus.